Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. Further information was requested but not received.

Event description:
It was reported that the patient presented with occasional dizziness during an in-clinic follow up. Both the pacemaker and the left bundle branch area pacing (lbbap) lead were explanted and replaced with a high voltage device. The patient condition was not known.